Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the hcp was currently at patient¿s home and stated the device was malfunctioning. They wanted instructions for turning the device off. They initially stated the patient programmer (pp) was not communicating with the implant as they were attempting to turn the implantable neurostimulator (ins) off but indicated the patient felt continues shocking sensation. The pp showed lightning bolt with ins icon. It was indicated that the technical services walked hcp through successfully turning ins off but patient still felt shocking. It was reviewed that the device was off and not delivering therapy and if patient was still feeling shocking sensation there may be a medical issue occurring. Hcp stated they were going to transport patient to the hospital for further evaluation. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.